Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 18 atms on the second inflation. (The number of atms reached on the initial inflation is unk). The pt developed chest pain and went to the hosp. Pt was diagnosed with cad and after consultation was referred for bypass surgery. Surgery could not be scheduled until the end of january 2006. The pt's relatives refused to wait and insisted on the pci procedure. The lesion being treated was a severely calcified, 90% stenotic lesion in the rca. This was a 3 vessel disease case with severe diffuse calcification. The dr crossed the lesion in the rca with an 180cm extrasport guide wire. A 15mm x 2.5mm sprinter balloon was advanced and dilated, however, it ruptured at unk atms. He then advanced the 8mm x 3.0mm quantum maverick monorail balloon and successfully dilated the lesion. The balloon ruptured at 18 atms on the second inflation and was removed without incident. The dr then successfully placed a taxus liberte' stent (size unk). The taxus liberte' stent was post dilated with a 8mm x 3.5mm quantum maverick balloon. A 6f terumo introducer sheath and a 6f al1 launcher guide catheter were also used in the procedure. Pt status is listed as "satisfactory."